Manufacturer narrative:
(B)(4). Correction: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number of this device is unknown.

Event description:
The customer reported to corporate product surveillance an unknown set that would not infuse at all. It is unknown if this issue occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. The device used in this situation is unknown; therefore, a 510k number cannot be provided at this time.